Event description:
While performing scheduled onsite maintenance for the device, a philips field service engineer (fse) discovered that the pins on the battery pca were bent. There was no reported patient involvement/adverse patient impact.